Manufacturer narrative:
(B)(4).

Event description:
Type of procedure: sleeve gastrectomy. According to the reporter: during a laparoscopic sleeve gastrectomy, surgeon requested the endo gia ultra xl and purple 60mm reload. Upon firing the reload, the surgeon was unable to complete the firing. Surgeon called for a second handle and completed the case. To correct the problem, surgeon fired to the left of the incomplete staple line to ensure no issues resulting in tissue loss. Patient is currently doing well. There was no blood loss and surgical time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia ultra universal xl stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).